Event description:
It was reported that the user experienced a cgm pairing failure during ilet setup, with the cause identified as an additional ilet device remaining powered on, which interfered with dexcom g7 pairing; the user then powered off the other ilet and successfully toggled and re-paired the cgm and was advised to allow time for reconnection. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical care. Investigation included customer care troubleshooting and education focused on device setup, alert review, and cgm pairing steps. Investigation of this case revealed that the pairing failure was attributable to a device conflict from the ilet, and resolution occurred after powering off the device and re-pairing the cgm. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to device pairing environment.